Manufacturer narrative:
Attempts to obtain the model and serial number associated with this lead were unsuccessful. This report will be updated should this information become available. With all the available information, boston scientific concludes our investigation of this event is complete. This report will be updated should additional information be provided. The complaint device remains implanted, therefore product analysis could not be performed. The primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. In the absence of physical analysis, the root cause of the reported high pacing impedance measurements cannot be determined.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements resulting in a mode switch from the device. An x-ray is expected to be completed at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements resulting in a mode switch from the device. An x-ray is expected to be completed at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.